Manufacturer narrative:
Additional items involved in event:part no. Lot no. 2000-1008 042570 helical flange plug94624 21380 torque wrench2000-9085 21566 screw inserter

Event description:
It was reported that during the surgery, a driver, wrench and screw broke in separate instances resulting in a delay of over thirty minutes. Patient retained the partial fractured screw. Procedure was completed with back-up items. Patient outcome: no adverse effect reported as a result of this event.